Event description:
During a total thyroidectomy and central compartment neck dissection with nerve repair the nervana machine didn't alert when stimulating the nerve, connections check and in place - et tube changed and repositioned by the anesthesiologist. At the beginning of the case, the nervana tube was placed uneventfully, appeared to respond normally, more than halfway thru the case a small leak was noted in the ett balloon, re-inflated 3-4 times by liftitng drape, affirming position, and retaping. During the case, the patient did require reintubation, same tube replaced, re-taped. Small leak still noted, no trouble ventilating and oxygen sats 90's - 100% the surgeon did note "nerve injury" repaired surgically at the time. The nervana tube was no longer working, a small hole was noted in the eet near distal end, the machine was taken to biomed inspected the unit did not determine malfunction of the machine.